Event description:
5o year old admitted for low anterior resection for ca. Ethicon cdh 29 curved intraluminal stapler was introduced via the rectum by the surgeon under direction of the sales rep. As the instrument was twisted, as directed, as directed, the cone tip perforated the posterior wall of the bowel. The instrument was removed and taken by the rep. A hand sewn anastamosis was done. Patient discharged home after a seven day length of stayinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.